Event description:
It was reported that during operating room use the foley catheter faced leak of sterile water.

Manufacturer narrative:
The reported event was confirmed manufacturing related per CAPA: 11092653.Visual: Received 1 all silicone foley catheter in pouch, with leaflet, components in tray, drainage bag, urine meter, sheet, glove and syringe. Visual inspection noted no obvious observations. Functional: Using syringe attempted to inflate catheter with 10 mL methylene blue solution (3 drops 1 percent aq methylene blue per 100mL distilled water) but solution immediately leaked to the drainage funnel indicating lumen to lumen leak. This does not specifications which states, "Catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe."The reported event is addressed in a Corrective and Prevention Action (CAPA: 11092653) document.DHR Review, Risk review, and labelling review are not required as event has already been investigated per CAPA: 11092653. The identified root cause was:1. Funnel wall thickness to thin due to molding core pin shape. 2. Extruded tube diameter with variation causing leak in catheter funnel molding. Based on the results of the investigation, no additional actions can be taken at this time.Correction: D, F, H.UDI format updated with available product information per GUDID. H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.

Manufacturer narrative:
INITIAL REPORTER PHONE NUMBER: (B)(6). INITIAL REPORTER FAX NUMBER: (B)(6). INITIAL REPORTER FACILITY NAME: (B)(6) HOSPITAL. THE INVESTIGATION IS STILL IN PROGRESS. ONCE THE INVESTIGATION IS COMPLETE A SUPPLEMENTAL REPORT WILL BE FILED. UDI FORMAT UPDATED WITH AVAILABLE PRODUCT INFORMATION PER GUDID. H11: SECTION A THROUGH F - THE INFORMATION PROVIDED BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT / REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Event description:
IT WAS REPORTED THAT DURING OPERATING ROOM USE THE FOLEY CATHETER FACED LEAK OF STERILE WATER.